Manufacturer narrative:
The investigation determined an (B)(6) result was obtained from a single (B)(6) panel sample as part of internal post expiry stability testing, using a vitros 3600 immunodiagnostic system. A definitive assignable cause could not be determined. Precision testing was not performed to verify that the instrument was operating as expected, therefore atypical instrument performance cannot be ruled out as contributing to the event. All in-house control fluids processed on the day of the events were within expected ranges. However insufficient data was available to assess the performance of the vitros anti-hbs reagent prior to the events and therefore unexpected reagent performance cannot be entirely ruled out as contributing to the higher than expected results.

Event description:
An ortho clinical diagnostics (ortho) quality assurance analyst reported a (B)(6) result for a vitros ahbs negative panel sample, n80 on a vitros 3600 immunodiagnostic system. This in-house (B)(6) panel fluid is considered to be truly (B)(6). The (B)(6) vitros ahbs result was (B)(6) when compared to (B)(6) vitros ahbs results from repeat testing. Vitros ahbs lot 2830 (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected involving patient samples. The discordant positive result was obtained as part of internal post expiry stability testing and was not reported from the laboratory. There was no allegation of actual patient harm as a result of this event and the result was not reported to a physician. However, it cannot be concluded that patient samples would not be affected if the event were to occur undetected in a clinical setting. (B)(4).